Event description:
On (B) (6) 2010, a pt death was reported to cormatrix cardiovascular. The physician stated that this was a very high risk pediatric case who had severe, complex heart defects. The physician stated that the pt had poor heart function coming into the procedure and coming out. The pt was diagnosed with hypoplastic left heart syndrome (hlhs). On (B) (6) 2009, the pt underwent a norwood procedure to separate the main pulmonary artery from the left and right portions of the pulmonary artery and to join the upper portion of the aorta. The cormatrix ecm was used for pulmonary artery reconstruction and aortic patch reconstruction. The pt had poor heart function after the procedure and subsequently died six days post-operation ((B) (6) 2009) from heart dysfunction.

Manufacturer narrative:
The cormatrix ecm for cardiac tissue repair product was not returned to cormatrix for investigation. It could not be determined whether the cormatrix ecm contributed to the pt's death. As the physician stated, the pediatric pt had very severe heart defects.